Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for use error of a drain line submerged in the waste receptacle was confirmed. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a call to global technical service (gts) for an alarm, a care giver (cg) found that the drain line had fallen into the drain fluid in the bucket. Gts had the cg pull the line up so that it was not touching the fluid and press go on the homechoice to restart fill. The alarm cleared. Product surveillance (ps) spoke with the nurse, who said the home patient (hp) had notified her of the incident and they had discussed the issue. The nurse said the hp was doing fine, and had not experienced any complications. Ps advised the nurse to remind patients to check the drain line and ensure it is not submerged. No serious injury or medical intervention was reported.